Event description:
Device issue: none. Adverse event (ae): hyperperfusion, stroke. Time of ae: during and after the procedure. It was reported via trial that during a right internal carotid artery procedure, the patient developed left hemispheric dysfunction with left facial droop, left hemiplegia and hemi-inattention, diagnosed as hyperperfusion syndrome with uncontrolled hypertension and stroke. Post procedure, the patient experienced seizure activity, treated with dilantin. CT scan of the head showed right middle cerebral artery distribution edema with obliteration of sulci, but no evidence of acute infarct or hemorrhage. Hospitalization was prolonged. The condition has improved, but is continuing. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of cerebrovascular accident (stroke), neurological event and seizures are adverse events listed in the xact instructions for use (IFU). The reported medication and hospitalization was in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot eb determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.